Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. There was no alleged device malfunction contributing to the blisters. The patient¿s physician advised temporary removal of the lifevest to allow the blisters to heal. Outcome of the blisters is unknown.